Event description:
(B)(6), merz field clinical specialist (fcs) injected dr (B)(6) during a training session. (B)(6), rn merz fcs discussed this case with (B)(6) on (B)(6) 2013. (B)(6) reported that there may be vascular occlusion. A 1.5 cc of radiesse was injected to the midface to efface nlfs. (B)(6) states that upon injection she experienced blanching on the midface that involved the nlf and lateral nose. (B)(6 immediately applied warm compress and began massage. (B)(6) states that capillary refill returned to the area and the skin was pink. The physician applied nitro paste to her left midface when she got home. (B)(6) called to check on the physician in the morning on (B)(6) 2013, the physician was in a meeting but relayed the message that she was "fine". (B)(6) checked on her again this afternoon but the physician was unavailable but she spoke with her nurse who confirmed that the physician was fine without complication. On (B)(6) 2013, dr (B)(6), was called and she reported that the injected area is continually red. She thinks that the fcs hit a nerve (7th nerve). She has a feeling inside of her nose like raw acid. She also has a problem with her ear canal. Her back two teeth are a problem as well.

Manufacturer narrative:
(B)(4). Dr (B)(4), a merz contracted physician spoke to dr (B)(6) regarding her radiesse injection. On (B)(6) 2013, dr (B)(4) provided a summary of the call: I believe that when she was injected she had some compression or irritation of the infra orbital nerve. She developed quite a bit of swelling and went to the emergency room the next day and was admitted and treated for three days for an "infection". I do not think there was an infection. Looking at her photos the amount of swelling was not inconsistent with the treatment, not to mention that an infection would not generally have time to incubate overnight. I explained this to her. The persistent symptoms can be explained by infraorbital nerve parasthesia with either some reactive erythema or possibly some compression and congestion of the superficial vessels. The nerve symptoms are not bothersome enough to her for treatment, although we did discuss gabapentin if the symptoms warrant. She is most bothered by the erythema which should respond to pulsed dye laser treatment. She knows doctor (B)(6) and is planning on seeing her. The device history record for the reported radiesse lot number was reviewed. All required incoming, in process and final release testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.